Manufacturer narrative:
(B)(4). Customer returned incorrect meter - unable to test. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 220 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is 12/12/2016. The customer stated he is testing twice a day (fasting) and taking medication to control his diabetes (insulin). The customer also stated that he has only one kidney. The customer stated he has not made any recent changes in his diet, exercise regimen, or medication. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:the customer is concerned with this result: 220 mg/dl on (B)(6) 2016 @ 2:35 pm.